Event description:
Appearance of a hematique apicale collection on the left of the drain decrease of hemoglobin of 2 points decrease of blood platelets (250 000 to 175 000) + pain+tachycardia information provided 11.17.08: there posed a c-ppd in the emergency department. After scanning, a big effusion of blood was noted. A second drain was placed, but it failed to drain also. The patient was taken to the operation theatre. No adverse consequence to the patient.

Manufacturer narrative:
No product was returned to assist in our investigation. Therefore , we are unable to determine with certainty the root cause for this reported difficulty. However, we will continue to monitor this device.